Manufacturer narrative:
(B)(4): the actual device showing a folder with the implant and an opened complete foil was returned for evaluation. Upon visual evaluation, a multitude of wrinkles were observed over the whole foil due to foil handling. One hole is located in folds/kinks at the bottom foil close to the seal margin. The implant itself shows no defects and no degradation. These appearances indicate that the hole was seemingly caused by handling during opening. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent inguinal hernia repair on (B)(6) 2015 and mesh was implanted. A hole was noted in the primary foil packaging of the mesh. Another like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.